Event description:
The customer states that the handpiece continues to run on it's own. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.